Manufacturer narrative:
D10 concomitant products: sigadaptxl sig power sigadaptxl linear xl adapter - (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic duodenal switch procedure, the powered adapter was very wobbly when connected to the powered handle, and many sheared staples were observed on the staple line, the staples weren't correctly formed and weren't lying flat on the tissue like a properly formed b shape staple line. They were sticking out in strange directions. This occurred at the tail end of the procedure while stapling the anastomosis during the gastrojejunostomy step. The surgeon sutured over the staple line to secure it. The device was replaced with a new adapter, which resolved the connection issue and the problem of sheared staples.